Event description:
Consumer states, "he had to push his power chair for about a mile down the road, after only traveling 4 blocks. (B)(6), the director of operations, came out on behalf of (B)(4) medical services, through road runner and was supposed to have replaced 2 batteries and a motor on his m51, on (B)(4) 2012. He wants to make a complaint against (B)(4), whom he said he contacted and refuses to come back out. (B)(4), advised him that he would have to contact invacare in (B)(4) regarding a work order for service. He contacted the new dealer (B)(4) medical equipment and alleges that they advised him that, they will send a service tech out on (B)(4) 2012. He says the m51 has been a lemon since purchase. He has been making complaints regarding the power chair, 3 months after the initial purchase. He advised an unknown representative a while back that he did not feel safe in his m51." No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51, the owner's manual part number 1125085, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.